Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information received from a consumer patient receiving fentanyl and dilaudid via an implanted pump. Indication for use was noted as spinal pain. It was reported that the patient needed an MRI of the catheter. The patient said that the new pump they received in (B)(6) of 2014, did not work and the tubing had a hole in it. The patient reported that they were not getting all the medication. It was noted that the pump was replaced on (B)(6) 2016. There were no cause or troubleshooting reported. In addition, the patient outcome and drug dose/concentrations in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received from a healthcare provider. Prior to the pump replacement a dye study was noted as having been normal as was a rotor study.

Event description:
Additional information was received from a healthcare provider. They had opened the pocket and found a hole in the catheter. The pocket kept filling with fluid. They had aspirated the pocket and the pocket kept filling with fluid. A catheter revision was performed. They excised the portion of the catheter with the hole. The pump was described as working. The date (B)(6) 2014 is considered an approximate date of event (day not specified).